Event description:
It was reported by (B)(4) that during service and evaluation, it was determined that the motor device had vibration and was making excessive noise. It was further observed that the device had illegible etch, scratches on the hose and cord damage. It was further determined that the device failed pretest for visual assessment, and noise assessment. It was noted in the service order that the burr device was wobbly while in use with the motor device and attachment device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: 5.0 cm short attachment, burr device; (B)(6) 2021. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of the device experiencing vibration identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to component failure from wear. UDI: (B)(4).